Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via e-mail that the truespan 12 degree peek anchor would not deploy. Additional information received from the affiliate reported the failure was noted during the procedure and lead to a 50 minute surgical delay with no consequences to the patient or user. The affiliate also reported the case was completed with a readily available competitor device; smith & nephew fast fix, and surgical intervention is not planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the device was received and evaluated. The red trigger lever does not function. There were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are in the proper location. The probable root cause of this failure is an excessive force was applied to the trigger handle. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. We cannot determine why the implants did not release. This complaint can be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/8/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history no non-conformances were identified for this part number, lot number combination per qlik query executed on 7/8/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.